Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-01453. It was reported by the plaintiff's attorney that on (B)(6) 2007, the plaintiff was implanted with "american medical systems elevate anterior and apical system with interpro lite." The plaintiff's attorney alleges that the plaintiff "has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities."